Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the device handle was squeezed and fired (2) clips and then skipped a clip. The case was completed with another device and with no pt consequence.